Event description:
Placement of fully covered biliary stent in common bile duct. In the duodenum however the stent did not open at all and therefore could not drain bile. We had to remove it and place another which opened normally in the duodenum.

Manufacturer narrative:
It was reported that stent did not open at all and therefore could not drain bile. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.